Manufacturer narrative:
A ge service rep performed an onsite investigation. The printer failed to feed and process film properly. The printer was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they got an error key switch in standby, x-ray and lift were disable. No pt injury was reported.